Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while the dexcom g7 was not paired with the ilet, resulting in manual insulin management and subsequent assistance to pair a new sensor and resume therapy. Symptoms included elevated blood glucose reaching 590 mg/dl without reported acute complications. Outcomes included user-performed subcutaneous insulin administration, guided pausing and resumption of insulin therapy, cgm re-pairing, infusion set reconnection with fill tubing and fill cannula, and return of glucose to target range. Investigation included technical troubleshooting, user education, and follow-up monitoring. Investigation of this case revealed cgm pairing failure and user error when the active sensor was accidentally stopped, after which successful re-pairing and therapy resumption occurred. It was concluded that the event was related to cgm not paired with the insulin delivery device and user handling error, with glucose recovery after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.